Manufacturer narrative:
.

Event description:
The patient reported that initially after implant, an abscess developed at her spine. She stated that it was treated, but the site never completely healed. The pump began to come out through her skin. The hcp did surgery to "clean up the infection at the pump site" - she said the pump was removed, cleaned, and replaced into the same pocket. The pt stated, she then developed meningitis. She reported the device was explanted in 2006. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. See MFR's report #: 6000030-2007-02196. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.